Manufacturer narrative:
H3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found optic torn. And haptic torn, bent, deformed, with residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vicmo 12.6, -07.00 diopter, implantable collamer lens, into the patient's left eye on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. The lens was removed intraoperatively on (B)(6) 2021. A same size, similar (sphere/cylinder/axis) lens was implanted on (B)(6) 2021. The problem was resolved. Cause of the event is reported as unknown. Reportedly, "the lens was damaged when it was removed."